Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. As received, the monitor was intermittently resetting. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog pca. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor.

Event description:
Additional information has been obtained from the distributor surrounding the monitor device malfunction. A us distributor reported that a patient's monitor sn (B)(4) was unable to power up properly.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. As received, the monitor was intermittently resetting. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog pca. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor which was returned for an unrelated reason, a reportable device malfunction was found. The monitor sn (B)(4) failed incoming functionality testing.